Event description:
A decision was made by critical care intensivist with consulting cardiothoracic surgeon to change out the ECMO circuit due to low po2 and spo2 levels and age of the circuit (>11 days).the ECMO circuit was changed by the bedside ECMO coordinator, the charge ECMO coordinator, and two perfusionist with intensivist, pa, and bedside nurse, at bedside. Patient was off ECMO for less than 45 seconds. Spo2 levels persisted at around 54%. Cardiothoracic surgeon inspected the circuit and noted the lack of color change from venous side to the arterial side of the oxygenator. Post lung abg's were drawn and the pao2 was found to be 67 torr, another abg was sent and that value was 65 torr. At this time, it was decided to change the new ECMO circuit out to a new circuit with the previously used maquet quadrox oxygenator. Or prepped the patient and the circuit was changed out. After circuit change out, the patient's spo2 rose to 90% with a post lung abg of higher than 350 torr.